Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the trunk cable connector overmold cover was parting from the connector. Upon eval, the front pulse wire was broken inside the trunk cable connector. The cause of the non-functional therapy electrodes is the damaged pulse wire. The root cause of the damaged pulse wire cannot be positively identified but is likely excessive force placed on the cable at the connector as evidenced by the damaged connector overmold. No adverse event resulted from the damaged pulse wire.